Manufacturer narrative:
Adverse event or product problem, corrected data: the event was inadvertently reported as a malfunction, when it was an adverse event. Type of reportable event, corrected data: the event was inadvertently reported as a malfunction, when it was an adverse event.

Event description:
Analysis was completed for the generator. The generator diagnostics were as expected for the programmed parameters and the generator performed according to functional specifications. There were no anomalies found with the generator during the product analysis.

Event description:
Initially, it was reported that the patient feels like the device is winding up and then down. The patient experienced two seizures within the last month though the patient is often seizure free. The patient is concerned that if the vns keeps "doing this" that she may start having seizures again. The physician agreed to refer the patient for generator replacement. It was reported that the device is not at end of service and device diagnostics were within normal limits. Further follow-up revealed that the physician does believe there is a device issue regardless of device diagnostics being within normal limits. The patient was referred for surgery due to the increase in seizures and it is unknown whether or not the increase was above the patient's pre-vns baseline frequency. The patient underwent prophylactic generator replacement. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date. Clinic notes dated (B)(6) 2015 note that the seizures are attributed by the patient to pregnancy and medications during labor. No additional relevant information has been received to date.